Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there were battery depleted messages. Start-up and inspection were conducted and the reported issue was able to be duplicated. The battery was from 2014 and was replaced which cleared the issue. The battery issue looks to be from use and the case damage was user induced. The battery and top case were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a depleted battery and a cracked cover. There was no reported adverse event.